Event description:
The overall thrombosis rate (partial and complete) depicted by the us in the cohort was 71.9% (197 of 274 pts). The thrombosis rate was 70.4% (95 of 135 pts) in the nontapered PICC group and 73.4% (102 of 139 pts) in the reverse tapered PICC group (p = .58) (table 3). The symptomatic thrombosis rate was 4.3% (7 of 164 pts) in the nontapered PICC group (p = .75) (table 3). The complete thrombosis rate was 15.6% (21 of 135 pts) in the reverse tapered PICC group (p = .44) (table 3) the 7.8% lower local thrombosis rate in the nontapered PICC group compared with the reverse tapered PICC group was not statistically significant (p = .19) (table 3). Overall, pts with cancer had a significantly increased risk of venous thrombosis compared with pts without cancer (71.9% vs 66.7%, p + .002).

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.